Event description:
This is an international report where the tip protector of the transfer set was separated from the spike after the set was exchanged. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause was not determined. The returned sample returned did not show any connection problems. The spike was found to be dimensionally within specification. A batch review could not be performed since the lot number was unknown.